Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left knee revision approximately eleven years post-implantation due to tibial loosening. During the revision, it was noted the bone cement was not bonded to the tibial tray.

Manufacturer narrative:
(B)(4). D6a implant date: unknown date in 2012. D10 medical devices: femoral component option size f left compatible with lps-flex prolong, catalog#: 00596401651, lot#: 62023787. Articular surface size ef 10 mm height, catalog#: 00596204010, lot#: 61701635. All poly patella standard cemented size 29 mm diameter 8.0 mm thickness, catalog#: 00597206529, lot#: 62060788. Unknown bone cement, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.